Manufacturer narrative:
The device will not be returned for evaluation. If additional information is received, a supplemental MDR will be submitted accordingly.

Event description:
Patient is being revised for patellar issues. Wear components (bumper pad, bushes, circlip) will be replaced while patient is open.